Event description:
During cardiopulmonary bypass, the device unexpectedly displayed an abd alarm. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
H3: evaluation begun, but no conclusions drawn.